Event description:
Affiliate reported a healthcare worker alleged as she was unloading processed devices out from the sterrad 100s sterilizer she touched them and got burned and discolored her right fingers. The cycle had completed successfully. The healthcare worker did not see a doctor. Her symptoms cleared within one day.

Manufacturer narrative:
(B) (4) - skin contact.